Event description:
It was reported that during the implant procedure, the lead was attempted and not implanted due to fixation issues. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the overlay tubing of the lead was observed to have blood ingression. It was also noted that the overlay tubing of the lead became extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant. The lead was received with the lobes fully covered with dried blood. Dried blood under the overlay tubing and on the lobes prevent the lobes deployment.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.